Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the indicated phenomenon was not reproduced, it was not possible to determine the cause. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/full establishment name: (B)(6).

Event description:
It was reported the video system center had an e226 (scope communication error) error code. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.